Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. Medical records were received and reviewed and the investigation of the reported event is currently underway. Medical record review: a patient with a history of pulmonary emboli and right leg deep vein thrombosis had a vena cava filter deployed. Approximately six year post filter deployment, the patient presented to the emergency department with complaints of shortness of breath. A CT angiogram was performed, which revealed bilateral pulmonary emboli. The patient was started on anticoagulation medical and was admitted. Approximately one day post hospital admission the patient had a CT of the abdomen pelvis which noted the top of the filter at the level of the body of l3. The apex of the filter was tilted to the right and as within the lateral wall of the vena cava. In addition, several of the limbs of the filter protruded through the lumen of the vena cava. One filter limb was seen projected anteriorly through the vena cava. A second filter limb projected to the left and anterior, which appeared to be adjacent to what appears to be a loop of small bowel. The third and fourth lamina of the filter appeared to be projected adjacent to the right lateral aspect of the aorta. Approximately five days post hospital admission, the patient was discharged. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, migrated, and had several filter limbs protruding through the lumen of the ivc. The filter has not been retrieved and there were no reported filter retrieval attempts performed. The current patient status is unknown.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical record review: a patient with a history of pulmonary emboli and right leg deep vein thrombosis had a vena cava filter deployed below the renal veins centered at l3. Approximately six year post filter deployment, the patient presented to the emergency department with complaints of shortness of breath. A CT angiogram performed revealed bilateral pulmonary emboli. The patient was admitted and started on anticoagulation medicine. During the hospital admission, a CT of the abdomen pelvis noted the top of the filter at the level of the body of l3. The apex of the filter was tilted to the right and within the lateral wall of the vena cava. In addition, several of the limbs of the filter protruded through the lumen of the vena cava. One filter limb was seen projected anteriorly through the vena cava. A second filter limb projected to the left and anterior, which appeared to be adjacent to what appears to be a loop of small bowel. The third and fourth lamina of the filter appeared to be projected adjacent to the right lateral aspect of the aorta. Five days post hospital admission, the patient was discharged. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately six-years post filter deployment, a CT angiogram was performed, which revealed bilateral pulmonary emboli. An x-ray of the abdomen where the inferior vena cava filter was identified at the level of the pedicle of l3 slightly tilted to the right. The patient had a CT of the abdomen pelvis, which noted the top of the filter at the level of the body of l3. The apex of the filter was tilted to the right and as within the lateral wall of the vena cava. In addition, several of the limbs of the filter protruded through the lumen of the vena cava. One filter limb was seen projected anteriorly through the vena cava. A second filter limb projected to the left and anterior, which appeared to be adjacent to what appears to be a loop of small bowel. The third and fourth lamina of the filter appeared to be projected adjacent to the right lateral aspect of the aorta. Therefore, based on the provided medical records, it can be confirmed that the patient experienced pe after filter implantation. However, the origin and relationship to the filter has not been established in the provided medical records. The investigation is confirmed for the alleged filter tilt and perforation of the ivc wall. The investigation is inconclusive for the alleged migration as in the provided medical records the filter appeared to be in the same location as it was deployed. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/complications: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall. Filter malposition. Filter tilt. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, migrated, and had several filter limbs protruding through the lumen of the ivc. The filter has not been retrieved and there were no reported filter retrieval attempts performed. The current patient status is unknown.